Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that during an interventional procedure in a 99% stenosed, eccentric, moderately calcified mid left anterior descending artery with the vessel being described as moderate tortuosity, the nc trek rx 3.0 x 15 was advanced to the lesion without resistance. The nc trek was inflated to 8 atmospheres for 10 seconds and ruptured. The device was removed from the patient anatomy without resistance. Another nc trek 2.75 x 15 was used to pre-dilate the lesion and a xience v 3.0 x 15 mm stent was deployed to complete the procedure. There was no reported adverse patient effect or sequela. There was no additional information provided.